Manufacturer narrative:
H10 customer reused the device approximately 64 times. Instructions for use indicate resue of the device not to exceed 25 times.

Event description:
Rec'd medwatch form unexpectedly in mail form indicates overtube was placed into esophagus over 44fr maloney dilator. A pentax scope w/single band ligator unit attached was passed thru overtube & varix banded, on 2nd pass of scope overtube separated from gray flange & slid into upper esophagus. Clear section of overtube was retrieved w/endoscope without pt. Injury.